Event description:
Customer reported receiving inaccurate low glucose reading (109 mg/dl) from their precision xtra meter. Customer reported experiencing symptoms of "jittery, skin is crawling, can't sleep, shaky, weak, hyper, gets tired quickly" and one episode of seizure. Customer reported seen by a doctor and was diagnosed with diabetic ketoacidosis and put on insulin treatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.